Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation where it was tested using master lot strips and retention controls. Testing results (qc range = 3.1 - 4.7 inr): qc 1: 3.6 inr, qc 2: 3.6 inr, qc 3: 3.7 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. No information was provided in the complaint case that would point to a cause for the result discrepancy. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4). The result from the meter was 4.8 inr and the result from his doctor's coaguchek meter was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 inr-3.0 inr.